Manufacturer narrative:
This report is filed on april 12, 2018.

Event description:
Per the patient's surgeon, the patient experienced infection at implant site resulting in the decision to explant. The receiver-stimulator was explanted on (B)(6) 2018 and the electrode array remains in-situ.